Event description:
Pt implanted with prodisc-c implant for myelopathy at c5-c6. Surgeon sized for an extra large implant to maximize footprint and the width of the implant appeared appropriate. On day post-op, pt complained of numbness and weakness in the arm. A CT scan showed the implant protruding into the canal and pressing against the spinal cord. The implant was removed and pt was fused.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.